Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was unable to be confirmed as device was discarded and not returned, and no photos of the complaint devices were provided. Available information suggests that calcification likely contributed to the event as the imagery provided by the site confirmed the presence of calcification in the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath, a 16 dilator was used and 14 fr esheath inserted with minimal resistance. The 26 mm sapien 3 ultra resilia (s3ur) would not advance through the non/partially expandable portion of the sheath. The delivery system and sheath removed as one unit. An 18 fr dilator was used to further dilate the vessel. A new 14 fr sheath inserted and a second 26 mm s3ur was advanced through sheath without resistance. Upon valve inflation at nominal volume, the 26 mm commander balloon popped. The valve was fully expanded, and the delivery system removed. There were no other complications or harm to the patient.